Manufacturer narrative:
Lot and serial number of disposable devices not provided by the complainant, therefore, the expiration date is not known. Serial number of the radiofrequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation (procedure in 2012) and sometime post procedure (exact date unk), the pt became pregnant. Four weeks into the pregnancy, the fetus was "non-viable and was aborted". Additionally, "there were no complications during the abortion procedure". Currently, the pt has "no issues".